Event description:
Pt status post plate and screw implantation returned to surgeon and an x-ray showed the plate was distal to the screw shaft. Surgeon removed the hardware and noted the screw head gone through the plate hole. Pt was revised to another plate and screws with surgeon noting there was some healing. This is one of two reports for this event.

Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Implanted approx (B)(6) 2009. The investigation could not be completed, no conclusion could be drawn as no product was returned. A device history record review has been requested.